Event description:
The customer reported via phone call that they had a beeping noise emitting from their insulin pump. The customer stated the beep anomaly occurred every hour. Customer stated there were no alarms present on their insulin pump. Customer's blood glucose was unknown. The customer stated the alert type on their insulin pump was set to beep. Troubleshooting found the insulin pump passed a self test. Customer was advised to monitor their insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.